Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated the patient went into an insulin shock due to having discrepant values on the cgm and bg meter. She and the patient were watching television and the patient fell asleep. She stated he started to have a seizure and immediately ran to get him orange juice. She was able to bring him around and did not have to call the paramedics. She indicated that during the time of the seizure, the cgm was displaying a reading of 80 mg/dl; however, a bg meter reading was not taken. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator for the adverse event. No additional patient or event information is available.